Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level and ended up in emergency room. Customer was treated with food. Customer did not mentioned if they were using auto mode feature. The device will not be returned for analysis.